Event description:
It was reported that the pt's neurostimulator and lead were explanted because of lead breakage. After the explantation procedure, the pt was reported as doing fine. If add'l info becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).